Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed due to fracture of a biolox forte ceramic inlay (75007454). No trauma can be reported which might have contributed to the fracture. The inlay and the involved ball head, used in treatment, were received for investigation. The inlay is broken into seven large fragments. The product evaluation which was performed by the supplier could not determine the reason for the breakage. The material analysis of insert did not reveal any deviations from specifications. The ball head is not fractured, however primary regular metal transfer can be found with varying intensity on the insert. The production documentation did not reveal any deviation from standard procedures. There was one further complaint, with the same failure mode, reported for the batch of the insert. No further complaint was reported regarding the involved ball head. The failure mode an the severity are covered through the risk management files. The IFU states that fractures of components can happen in very rare cases (lit. No. 12.23 ed. 09/05). Based on the received information a medical assessment was conducted. No trauma or fall was reported that might have precipitated the break in the insert. The provided x-rays do not demonstrate the broken liner and could be prior to the break. In conclusion, the clinical root cause of the ceramic inlay breaking cannot be concluded with the available information. There is no indication that the insert failed to match specification at the time of manufacturing. To date, no further actions are taken. Smith and nephew will monitor the device for further similar issues. The devices will be retained.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, after a tha had been performed on 2007, the patient experienced the breakage of the hi ceramic insert. A revision surgery was performed on (B)(6) 2021 to address this adverse event. Both the liner and the femoral head were explanted. The current status of patient¿s health is unknown.